Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: b5; g3; h2. Upon reassessment of the reported event, it was determined to be not reportable as the event is unrelated to the stem. The initial report was forwarded in error and should be voided.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient is being considered for a revision due cup positioning problem.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient was being considered for a revision procedure for an unspecified reason. Attempts have been made and no further information has been provided.